Manufacturer narrative:
G3 initial awareness date 29may26. The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This distributor reported that the 139104ext device had an insufficient heatseal found during incoming inspection. No patient involvement occurred. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.